Manufacturer narrative:
The device was returned to olympus france for evaluation. The evaluation found the bending section cover perforated and leaked. Additionally, the objective lens adhesive deteriorated, and the master and slave m plug unit cracked. The faulty parts need replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the endoeye flex 3d deflectable videoscope leaked. Upon inspection and testing of the returned device, it was observed that the universal cord was defective, the adhesive of the distal end chipped, peeled off and break. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, an inspection of the gluing appearance of the lenses, especially those around the ccd chip, detected a deterioration with cracking and visible missing parts. These were surmised to have likely occurred due to stress on the distal end and/or chemical solutions during reprocessing. Other findings included the following: the air leak test revealed a perforation of the a-rubber clearly identified without metal exposure. Tape was wrapped around the rubber of the distal end. Additionally, the b-body unit was noticed to have been discolored and the universal cord unit was noted as kinked. The condition of the master and slave m plug units, the b-body unit, and the universal cord were surmised to be consequences of wear during handling. The instruction manual identifies the following related verbiage which may help prevent the phenomenon: ¿operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿.¿ olympus will continue to monitor field performance for this device.